Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The procedure was diagnostic coronary procedure. The procedure used a retrograde approach. The deployer was certified. The vessel tortuosity was unknown. A 5f unknown sheath was used. A femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during prep or patient use. There was no visible damage in distal end of the sheath after removal. The patient was not hospitalized nor the patient's hospitalization extended as a result of the event. The patient recovered. Therefore, hemostasis was achieved by manual compression held for 30 minutes. Additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedure sheath was fully retracted against the grey handle, and the advancer tube was observed to have covered the balloon¿s proximal tip as received. The sealant was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 5 mm from the balloon¿s proximal neck was revealed. The returned procedural sheath distal tip was inspected, and no damages that could have contributed to the tear in the balloon of the returned device were observed. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was ruptured. Therefore, hemostasis was achieved by manual compression held for 30 minutes. There was no reported patient injury. The procedure was diagnostic coronary. The procedure used a retrograde approach. The deployer was certified. The vessel tortuosity was unknown. A 5f unknown sheath was used. A femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during prep or patient use. There is no visible damage in distal end of the sheath after removal. The patient was not hospitalized nor the patient's hospitalization extended as a result of the event. The patient recovered. Additional procedural details were requested but were unknown. The device is expected to be returned for analysis.